Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that a connection on the main circuit board was loose, which caused a check clutch/plunger alarm. Following reconnection of the plug, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.